Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no damage observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly and failure modes were observed. Sim vivo test was performed, and the results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message from the adc freestyle libre 2 sensor. The customer experienced "low glucose level", was unable to self-treat and had contact with a healthcare provider who administered 3 3mg of baqsimi (glucagon powder). There was no report of death or permanent injury associated with this event.